Event description:
It was reported that this patient had developed an infection. The patient is currently being medically treated for the infection. Explanting the system was recommended, however the system remains in service at this time. No additional adverse events were reported.